Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 19 october 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 0132200 all inspections were performed per the applicable operations qc specifications. There were two (2) notifications [200894508, 200893682] noted for out of spec shield pulls.

Event description:
It was reported that a bd insulin syringe with bd ultra-fine¿ needle experienced needle hub separation. This occurred during use. The following was reported by the initial reporter: "it was reported orange cap with tip is breaking when pulled apart and breaks away from the syringe verbatim: MFR item # 328438 mms item # 1030268 product name syringe/ndl, insulin 3/10cc 31gx5/16" (10/bg 10bg/bx 5bx/cs) lot / serial number (B)(6) product concern: orange cap with tip is breaking when pulled apart and breaks away from the syringe becton dickinson: please note that mckesson medical-surgical received the complaint below which involves a national branded product. This communication is intended for your quality assurance department. For traceability purposes, the complaint was assigned a mckesson internal number nat-(B)(4). This internal number is a point of reference to ensure complaints are properly routed to national brand suppliers. It is your responsibility as the supplier, to obtain any additional information that may be necessary to conduct a thorough investigation."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a bd insulin syringe with bd ultra-fine¿ needle experienced needle hub separation. This occurred during use. The following was reported by the initial reporter: "it was reported orange cap with tip is breaking when pulled apart and breaks away from the syringe. Verbatim: MFR item # 328438. Mms item # 1030268. Product name: syringe/ndl, insulin 3/10cc 31gx5/16" (10/bg 10bg/bx 5bx/cs). Lot / serial number: (B)(4). Product concern: orange cap with tip is breaking when pulled apart and breaks away from the syringe. Becton dickinson please note that mckesson medical-surgical received the complaint below which involves a national branded product. This communication is intended for your quality assurance department. For traceability purposes, the complaint was assigned a mckesson internal number (B)(4). This internal number is a point of reference to ensure complaints are properly routed to national brand suppliers. It is your responsibility as the supplier, to obtain any additional information that may be necessary to conduct a thorough investigation."